Event description:
The customer reported the system would boot up, but would not x-ray. Using the foot switch to x-ray was unsuccessful. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable needs to be replaced. The customer had third party replaced the cable.